Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The lens was removed due to the surgeon changing her mind for a three-piece lens. The lens was cut in half to remove from the eye.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn into two pieces, from one haptic through to the other haptic. One haptic was torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).